Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was detached from the balloon and was not returned. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the inner and outer were kinked at 108 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 3.00x24mm promus premier stent was advanced into a previously stented vein graft. However, it was noted that resistance was met. The physician attempted to removed the stent and the stent strut of the previously implanted stent hung on the 3.00x24mm promus premier stent. A snare device was then inserted and the previously stent was pulled out into the radial artery where the stent strut broke upon removal. The stent was left in the right radial artery. The patient did not go to surgery. The procedure was not completed due to this event. No further patient complications were reported and the patient's status as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 3.00x24mm promus premier¿ stent was advanced into a previously stented vein graft. However, it was noted that resistance was met. The physician attempted to removed the stent and the stent strut of the previously implanted stent hung on the 3.00x24mm promus premier¿ stent. A snare device was then inserted and the previously stent was pulled out into the radial artery where the stent strut broke upon removal. The stent was left in the right radial artery. The patient did not go to surgery. The procedure was not completed due to this event. No further patient complications were reported and the patient's status as fine.